Event description:
A customer in the united states reported the generation of one (1) patient sample with erratic potassium results on beckman coulter au480 clinical chemistry analyzer. The sample was re-tested and the correct potassium patient result was released outside the laboratory. There was no change to patient treatment in connection to this event. The customer ran quality control material (qc) before the event. The qc recovery was within the laboratory's established ranges. The customer wanted to verify the results which were reported out and had the patient redrawn to repeat the electrolytes tests. The results obtained were similar to the ones reported outside the laboratory. During troubleshooting of the instrument, the customer noticed small air bubbles in tube #6 which went away by priming the ion selective electrode (ise) mid standard and ise reference solutions.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse identified the ise reference valve as the cause of the intermittent issues. Replacement of the valve resolved the issues. (B)(4).